Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. A failed transmitter error was reported to have occurred for transmitter ID 41qc4y. Data investigation confirmed a failed transmitter error for transmitter ID 41pw4u. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.